Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip fell off. The last few clips were hard to fire. There was no patient consequence. The case was completed using another device.

Manufacturer narrative:
D4; h4, 6: info is unavailable; device was not returned for eval.